Manufacturer narrative:
The returned explanted device was visually examined. Damage was observed which is consistent with the reported event. However, there was insufficient evidence to establish a root cause.

Event description:
The surgeon reported that on immediate post-operative fluoroscopy images, the implant construct appeared to be separated. The patient was returned to the operating room to remove the construct. The surgery was successfully performed.